Event description:
Premature infant delivered at (B)(6) gestation. Infant required life saving measures including intubation and oxygen delivery. Endotracheal tube placement was correct with confirmation by co2 detector. However, oxygen saturations did not improve. Oxygen delivered via device known as an air/oxygen blender. Saturations improved when a different device was used. The blender was sent to biomed and they discovered that the unit was only delivering 21% regardless of setting. In addition, the alarm failed to sound. Biomed found the o-rings inside the unit deteriorated / not normal condition which possibly could have created the failure to alarm and provide the correct mixture. We have also proactively began research on this particular precision medical model pm5300 to inspect and validate operations every 6 months rather than the one year recommended by the manufacturer.